Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they are not getting a 50% reduction in symptoms and were not feeling stim. Patient said the only improvement they have seen if possibly less leakage at night. Reviewed how to increase stim. Patient was able to increase stim to a comfortable level. Patient asked how to measure if the device is giving a 50% reduction in symptoms, recommended discussing this w/ hcp at appointment on monday. Redirected caller: patient's hcp follow up appointment. 07-aug-2023 reviewed talking points. Additional information outside of talking points: patient was expecting a call on wed, patient not getting a 50% reduction. Additional information was received from the patient on 2023-aug-17. They reported that they still hadn't been seeing a 50% or greater reduction in their symptoms since implant and that they didn't feel the stimulation, not even when they increased it. Patient services reviewed external device use with the patient as well as device description/function and therapy expectations. Programming and stimulation considerations were also reviewed with the patient. The patient stated they had their first follow up appointment with their managing health care provider (hcp) a week after their implant but they'd only seen the physician's assistant at that time and that their next follow up appointment wouldn't be until 2024-jan-12 because the patient and their spouse were snow birds who lived in kansas, during the rest of the year and in the winter months, they were in phoenix. The patient stated their symptom issue developed while they were in phoenix so that's where their managing health care provider (hcp) was but they were currently in kansas so the january 2024 appointment was made for when they would be back in phoenix. The patient was considering switching to another program but stated they were first going to follow up with their health care provider (hcp) to check for programming considerations. The patient stated they may call back with future inquiries. On 2023-sep-07 the patient reported that they are not sure if their symptoms have changed for the better. Patient said they have played w/ t he settings on their own. Patient said they are not sure if the symptoms are better they maybe worse. Patient said they were never having trouble during the day before they got the device. Patient said they had control during the day before they got the device. Patient said now they are having more leakage during the day and are charging their pad at least once during the day which they didn't have to do before getting the device. Patient said they are not feeling the urge during the day which is why they are having to change pads. Patient said they maybe doing better at night but they don't know. Reviewed patient should follow up w/ hcp to discuss symptoms and changing programs. Additional information was received from the patient on 2023-nov-17. Patient called back and repeated information that ins was not working. Patient stated they had gotten a call from a "marcia banks" who told them to call patient services. Patient did not know why they needed to call. Patient declined assistance making adjustments. Additional information was received from the patient on 2024-jan-03. They reported that they do not know why they device doesn't work it just doesn't. They have informed their hcp of the issues. Repeated phone call information with patient services. Additional information was received from the patient on 2024-feb-09. They reported that the cause of the loss of stim was not determined. Their urologist will be performing surgery to control leakage. They clarified the statement, ins not working as symptom control. The problem has been leakage, it is worse. Hcp said it worked because I was now able to empty my bladder. Doctor will be performing surgery on march 5th. Issue not yet resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.